Event description:
A report was received that the patient was having discomfort at the ipg location. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having discomfort at the ipg location. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated due to pocket pain from ipg. The patient was reportedly doing well postoperatively.